Event description:
It was reported that the powerload dropped the cot during unloading resulting in an emt sustaining a wrist injury. No injury was reported to have occurred to the patient.

Event description:
It was reported that the powerload dropped the cot during unloading resulting in an emt sustaining a wrist injury. The emt was treated at emergency care and took time off work. There was patient involvement but no report of adverse consequences.

Manufacturer narrative:
B5 summary and section h codes have been updated to reflect the findings of the completed investigation.